Manufacturer narrative:
No product will be returned to the MFR for eval. We are unable to confirm any product malfunction that may have contributed to the customer's high blood glucose levels. No specific failure mode was reported - we are unable to ascertain what device issue(s) the customer may have experienced that may have contributed to high bg readings. No conclusion can be reached at this time. The omnipod user guide instructs user to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to high bg levels. The user guide also suggests that the pt always carry extra supplies in case of an emergency.

Event description:
The customer's mother reported that her daughter's pod had "stopped delivery of insulin," which resulted in a high bg level of 400 mg/dl. The mother also reported that her daughter has experienced "continuous issues with the pods" as well as "pod malfunctions" that are "affecting her daughter's health." No specific failure modes, however, were reported. Due to the pod issues, the customer will be meeting with her endocrinologist to request that she be removed off of the omnipod system. She is afraid to place another pod fearing another "malfunction. No product will be returned for eval.